Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The device involved in the reported incident was not returned for evaluation; however, the device history logs were provided and based on the results, the reported issue could not be confirmed. Log review shows on (B)(6) 2024 and 8:41am, a continuing infusion with a volume infused to 388.61ml. At 8:41am with a dose rate of .580mcg/kg/min (29.6ml/hr) an air alarm occurred. At 8:42am with a volume infused to 388.92ml an air alarm. At 8:43am with a volume infused to 389.23ml an air alarm. At 8:44am with a volume infused to 389.54ml an air alarm. At 8:44am with a volume infused to 389.85ml an air alarm. At 8:45am with a volume infused to 390.16ml an air alarm. At 8:46am with a volume infused to 390.46ml an air alarm. At 8:47am with a volume infused to 390.77ml an air alarm. At 8:47am with a volume infused to 391.08ml an air alarm. At 8:48am door was opened with no further infusions taking place. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: an air in line alarm for levophed caused a delay in the infusion. Air bubbles were seen in the line. The nurse stated she kept hitting restart, but the pump kept alarming. The pump was primed and another air in line alarm was received. The nurse stated that she did observe small air bubbles in the line. During this delay the patients bp dropped, and the patient went into cardiac arrest. The nurse got a new bag of levophed and new tubing. The line was setup in another pump and an air in line alarm was received. Bubbles were seen in the line. The line was reprimed, and medication was infused. The patient's cardiac arrest was resolved and the blood pressure stabilized.